Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Please reference section b3. Evaluation results: the device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including shock testing, hipot and leakage testing and an internal inspection without duplicating the report or a malfunction to the device. The device was recertified and returned to the customer. Review of the device activity logs showed that the device charged and shocked at 150 joules. However, no errors or any evidence was observed that would indicate a device malfunction occurred. It's important to note that the clinician was in full ppe gear wearing gloves, gown and facemask, the clinician was unsure if what she experienced was electrical discharge energy from the device or some type of static shock from the protective equipment worn. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the nurse received an unintended delivery of energy from the device when the shock button was pressed. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction; however being reported as serious due to risk involved.